Event description:
It was reported that the temperature of the arctic sun device was not rising. Per review of wo on 23oct2024, there was no patient involvement. Per follow up information received via mail on 11nov2024, they visited customer site. When they tested the device, it worked normally. The issue was heating malfunction, but it unconfirmed. The device worked normally.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. When the device was tested, it worked normally. No error code observed. It passed all tests successfully. The evaluation found no issues with the arcticsun performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Correction: d, e, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature of the arctic sun device was not rising. Per review of wo on 23oct2024, there was no patient involvement.